Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd infusion set experienced the tubing freezing. The following information was provided by the initial reporter: alaris luer lock at the bottom of the tubing to connect to patient "frozen" and can not be connected to patient

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced the tubing freezing. The following information was provided by the initial reporter: alaris luer lock at the bottom of the tubing to connect to patient "frozen" and can not be connected to patient.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd alaris pump module smartsite infusion set experienced the tubing freezing. The following information was provided by the initial reporter: alaris luer lock at the bottom of the tubing to connect to patient "frozen" and can not be connected to patient. D1: medical device brand name: bd alaris pump module smartsite infusion set. D4: catalog # 2426-0500. D4: UDI #(B)(4). G.5. PMA / 510(k)#: k944320. D4: medical device lot #: 22033392. D4: medical device expiration date: 29mar2025. H4: device manufacture date: 29mar2022. D4: medical device lot #: 22033393. D4: medical device expiration date: 29mar2025. H4: device manufacture date: 29mar2022. D4: medical device lot #: 22033394. D4: medical device expiration date: 30mar2025. H4: device manufacture date: 30mar2022. D4: medical device lot #: 22033456. D4: medical device expiration date: 30mar2025. H4: device manufacture date: 30mar2022. D4: medical device lot #: 22033457. D4: medical device expiration date: 30mar2025. H4: device manufacture date: 30mar2022. D4: medical device lot #: 22033458. D4: medical device expiration date: 30mar2025. H4: device manufacture date: 30mar2022. H6. Investigation summary: the customer reported the tubing froze where it connects to the patient, and returned one sample. The sample was found to have the rotating collar attached to the luer cone, and the complaint is verified. There was no actual connection issue in terms of the threads and airtight seal being made with other sets. However, the complaint is verified as the luer collar could not be attached. There is a whitened area on both the collar and cone after the collar was forcefully twisted open. The sample was then sent to the luer supplier for further investigation, and the supplier could not identify the root cause for the attachment. Customer did not report material or lot number. Material and possible lots found from the returned sample. Device history record review for model 2426-0500 lot number 22033392 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2426-0500 lot number 22033393 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2426-0500 lot number 22033394 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2426-0500 lot number 22033456 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2426-0500 lot number 22033457 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2426-0500 lot number 22033458 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.